Manufacturer narrative:
Patient identifier: sample ID (B)(6). All available patient information was included. Additional patient details are not available. Patient identifier: (B)(6). An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated b-hcg result on the alinity I, serial number (B)(4). Through extensive investigation, the fsr observed a large amount of sample crystals at the sample pipetting opening. A proactive experiment was performed verifying the dissolved serum crystals caused inconsistent/discrepant results. A definitive part failure was not identified, therefore, the alinity I, serial number (B)(4), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. The initial report was submitted under manufacturer report number 3002809144-2021-00411-00 with (B)(4) as the manufacturing site, however, that is the incorrect manufacturing site. The correct manufacturing site is (B)(4), which is this report.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2021, was 401.31 miu/ml, which was questioned by the physician, repeat result, on (B)(6) 2021, was <1.20 miu/ml. There was no impact to patient management reported.